Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Unit was communicated to carelink pro. However, unit unable to download unit to carelink pro due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. Unit had missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the product return for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.